Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred at during the morning of (B)(6) 2018. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that during the morning of (B)(6) 2018 they developed the symptom of ¿shaky¿; however, did not require any form of treatment as a result of this symptom. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.